Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system, the gripper line was broke and the clip could not be closed, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced into the anatomy. While opening the first clip, a noise was heard and the gripper lever was not properly working due to a gripper line break. The clip could not be closed; therefore, the lock lever was pushed back, the arm positioner was turned to neutral and the clip was completely closed and retracted into the guide. The cds was removed from the anatomy and replaced. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficulty closing the clip, mechanical issues with the gripper lever and difficulty opening the gripper arms could not be confirmed. Furthermore, the reported device operating differently than expected (noise) could not be replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use warns: never close the clip while the lock lever is in an unlocked state. Clip could be damaged and not unlock or open. The investigation was unable to determine a conclusive cause for the gripper line break; however, it is likely that the gripper line break resulted in the subsequent noise, mechanical issues with the gripper lever and difficulty opening the gripper arms. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the gripper line break; however, this cannot be confirmed. The reported difficulty closing the clip was likely due to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.